Event description:
It was reported that a screw broke off the device during a procedure. The piece was retireved, and was discarded by the hospital.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record revealed no irregularities. Visual inspection revealed the screw is missing, ie: is no longer secured by the spot weld. The instrument is four years old and corresponds to drawings and processes at the time of manufacture. Cause is undetermined.